Manufacturer narrative:
Qn#: (B)(4). The device sample was returned to the manufacturer; but the investigation is incomplete at the time of this report. Product usage when alleged defect was encountered is unk. The device history record investigation did not show issues related to complaint. The device was manufactured on 10/2007. A document assessment (fmea) was conducted and no changes required.

Event description:
The customer alleges that the unit doesn't appear to produce humidity. No pt injury or harm reported.